Event description:
Facility reported that the knife in the custom pack cuts jagged. Additional information received on 10/09/2008: reports that the patient outcome is good and no visual disturbances reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 10/31/2008.